Event description:
The ventricular capture threshold has increased and r-wave amplitude was variable over time. As such, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.